Event description:
Add'l info rec'd from MFR 7/22/2003: this situation was caused by the pump being left turn on after the low battery alarm came on, severely depleting the batteries. Ultimately the batteries cannot support the operation of the electronics and the unit stops operating. This occurs after the battery 5 minute alarm point at which time the pump stops infusing, sounds a continuous audio alarm and displays an alarm message. If memory were being accessed when the pump ultimately stopped operating, it is possible that the memory became corrupted. The next time the pump is turned on after connecting to ac power to recharge the batteries. The pump's power on self test will detect the memory corruption and clear the drug library. A change in software was made to raise the battery threshold at the alarm time, and to cause the software to stop accessing writeable memory. Thus preventing any possibility of data corruption due to the unit ceasing operating while accessing memory. This is considered not to be a safety issue. Low occlusion pressure with 1 cc syringes: this situation is caused by the fact that 1 cc syringes have a relatively small inside diameter thus causing the resulting force vs. Pressure relationship to be extremely sensitive to variations in the friction internal to the syringe when the plunger is depressed. This is primarily a matter of the physics involved, beyond raising the occlusion pressure for small syringes which co is investigating the pump has little influence on this condition. Pump appeared to be running when it was not: this situation was caused by the loosening of a shaft coupler that connects the motor shaft to the lead which drives the syringe. The coupler has two set screws one which connects it to the motor shaft, and another which connects it to the lead screw. The setscrew which connects the motor shaft to the coupler had become loose. When this occurs, the motor cannot drive the lead screw and therefore no fluid is delivered. The pump detects this condition by continually monitoring the position of the plunger via the position sensor, and will produce a pusher slip alarm when the position has not moved within a set time. At low flow rates with large syringes it can take a lengthy period before the pump is able to detect this. For reference, with a bd 60cc syringe a linear distance of 0.070 inches is moved in 1 hour at 1 ml/hr. The root cause of this issue is likely the setscrew not being tightened enough and loosening over use. To prevent this from happening in the future, co is reinforcing the training of the assembly people to ensure that the set screw is tightened properly during manufacture as well as the use of a thread locking substance on the screw. Pump dropped: this is considered to be a customer use issue. The pump's design has successfully met all of the its standards regarding strength of materials and construction. Ref. En60601-2-24. This is not considered to be a safety issue. Screen frozen: this issue was caused by poor solder joint connections where the flash memory chips are soldered to the pcb. Co instructed the pcb assembly vendor for a failure analysis. Co found two root causes of this issue. Firstly, solderability issues with the intel flash memory chips used. Secondly, the layout of the pcb does not provide sufficient heel filets. To address this issue, co has instituted a process where flash chips have their leads reformed and re-tinned prior to assembly. This effectively corrects both conditions. Screen would not come back up after updating software: this is caused by a procedural issue by the technician downloading the software at the hospital. This is corrected through retraining. System fault 1024: the motor vendor had a design flaw inthe motor encoder. The motor encoder is used to control the speed and direction of the motor. When the motor encoder fails the pump software detects this, in the vast majority of times before the pump is put on a pt. If the motor should pass the initial tests and fail after the infusion has begun, two additional levels of software detection are in place and will detect the condition and present an alarm. The motor manufacturer has since corrected the flaw and is supplying co with replacement motors.

Event description:
Facility purchased 37 harvard syringe pumps model h2 2001-001. From 12/2003 through 4/2004 they experienced a number of performance problems with the pumps. There was a total of 8 of the 37 pumps purchased that had a production defect identified by the vendor. Although adverse pt events were avoided because these pumps were used under the direct and constant observation of anesthesiologist all the problems noted could pose a significant pt risk if the problem occurred when there was no direct observation of the pumps as would be more common on a nursing unit.